Manufacturer narrative:
The device was inspected on-site by the local dräger s&s organization whereby no deviations from specification could be found. The device was undergoing a test run in the hospital for several days and did not exhibit any issues. As a precautionary measure, those parts in the pneumatic circuit for manual ventilation a malfunction of which may cause a significant disturbance in ventilation have been replaced. These parts have been installed into the periphery of a lab device at the manufacturing site but this did not produce any findings as well. Investigation of the log file revealed that the induction phase of the concerned surgery provided in man/spont was uneventful and stable and that the following episode of automatic ventilation was also unremarkable with insignificant leakage values over the time. After approx. 1hour and 15 minutes into the procedure, the user switched several times forth and back between automatic and manual ventilation. The device measured leakages that were higher than the setting for the minute volume, appropriate alarms have been posted. All in all, no indication for the potential presence of a device malfunction could be found. The presence of a significant leakage in the patient circuit starting at a certain point in time is evident from the log file entries but the source of leakage must have been outside the device. A reasonable explanation would be that re-positioning of the patient or manipulation of the hoses in the patient circuit has caused a leak at the et tube connection or other junction points.

Event description:
It was reported that the bag collapsed when attempting to hand ventilate and the patient had gone cyanotic. Reportedly, the staff needed to perform CPR. As further reported, the patient survived and is recovering.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the bag collapsed when attempting to hand ventilate and the patient had gone cyanotic. Reportedly, the staff needed to perform CPR. As further reported, the patient survived and is recovering.